Manufacturer narrative:
A ge servoce representative performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system locked up and would not perform fluoroscopy. A re-boot was required to restore functionality. This resulted in an intermittent, recoverable loss of imaging functionality. Ther is no report of injury or death associated with this event.